Manufacturer narrative:
H11: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. The photographs were reviewed and showed an incomplete heat seal bead weld to the patient connector. The reported condition was verified. The direct cause was determined to be manufacturing related issues that occurred during the rf (radio frequency) welding process in the automation assembly. A bent mandrel was not aligned properly with the gripper holding the tubing causing the tubing to weld outside the patient connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection was performed and an incomplete weld to the patient connector was observed. Functional testing was performed and a leak from the incomplete weld was identified. The reported condition was verified. The cause was determined to be manufacturing related issues that occurred during the radio frequency welding process in the automation assembly. A bent mandrel was not aligned properly with the gripper holding the tubing causing the tubing to weld outside the patient connector resulting in a leak. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an extension set with luer lock connector was damaged which resulted in a leak. The carpet on the floor was wet at the joining junction of the extension set. This was identified during prime of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.